Event description:
It was reported that the infusion set was deployed incorrectly when the user did not cock the applicator before insertion, observed drops, pressed the applicator to the skin, and removed it leaving the site behind, after which troubleshooting and education on correct application were provided and a recommendation was made to call for guidance at the next change. Symptoms included abnormal blood glucose readings related to being off the pump with subsequent downward trending after the incorrect change. Outcomes included no alerts or alarms and no hospitalization. Investigation included customer interview and product-use troubleshooting with education on correct infusion set application. Investigation of this case revealed user error in infusion set deployment leading to improper insertion and loss of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect use of the infusion set applicator.